Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability, breast pain, capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side "hardness and discomfort with the implants." Healthcare professional later reported "grade 4 capsular contracture baker grade IV." The device has been explanted.

Manufacturer narrative:
Device evaluation results: based on the product analysis performed, the assessments of the complaint codes are: ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "hardness and discomfort with the implants." Healthcare professional later reported "grade 4 capsular contracture baker grade IV." The device has been explanted.